Event description:
It was reported when using then bd pyxis¿ medstation¿ es tower, cubies were not recognizing and read/write error were displayed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was completely gone, and the controller board was malfunctioned. The field service engineer replaced both the drawer board and the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.